Event description:
It was reported that a pt underwent a dilatation and curettage and an endometrial thermal ablation procedure in 2009. After the therapy was completed, the vaginal speculum was pulled out by the surgeon before the catheter was removed. When the surgeon pulled out the catheter, a two centimeter long burn on the posterior vaginal wall near the introitus was noted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.